Event description:
The patient experienced no stimulation sensation and was going more often than they think they should. The ins was not working and she was ¿stuck.¿ an information request was made about the patient programmer. Once she got communication established with the patient programmer there was no bolt on the top left corner, so the ins had been off. The ins was turned back on and a bolt was seen. The device was increased to 1.0 and she felt stimulation but then the communication was lost. When she tried to sync without antenna a ¿?¿ mark displayed. The batteries were replaced with new alkaline ones. When the antenna was used again, she was able to sync and increase the device to 1.80. She was able to feel comfortable stimulation. She was going to leave this setting for a couple days to see if there was an impact on her symptoms. If there was no impact she may try to increase from 1.8. It was noted that prior to implant she went to the bathroom every 15 minutes. Nine days later the patient was not able to adjust stimulation and the battery screen displayed on the patient programmer. She had a return of symptoms and that she was going twice a night. She was up all night on (B)(6) 2013. The programmer was not working. She was able to get communication and could increase stimulation. She was confusing aaa batteries in the programmer with generating the stimulation in her body. The device was on program 2 at 3.8v and then increased stimulation to 4.1v. Initially she could not feel stimulation. She tried to increase stimulation again but she saw the ins off icon. She was able to get communication again to turn the ins back on and she was feeling stimulation. An appointment with her health care provider has been scheduled and she was going to keep a log of settings. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4): product type programmer; patient product ID 3889-28, lot# va0715m, implanted: (B)(6) 2013: product type lead; product ID 3037, serial# (B)(4): product type programmer. (B)(4).